Event description:
The patient's original makoplasty was performed on (B) (6) 2008. The patient was seen by the surgeon for pain in her knee. The cause was identified by the surgeon as micromotion of the tibia. After explanting the stelkast tibial inlay component, the surgeon indicated it was "perfect - no obvious deformities." "[The implant had] perfect integration of the cement into the bone - failure was debonding of the poly from the under surface of the poly to the cement. Alignment of the femur to the tibia was perfect." - documented in complaint file. Stelkast inlay tibia was replaced with a depuy sigma size 3x9mm onlay.

Manufacturer narrative:
Complaint was associated with an implant system that is manufactured by medical device company, stelkast, and distributed by (B) (4) for use with the tgs. There is no indication that the tgs contributed to the root cause of the failure of the implant. A complaint has been filed with the manufacturer and the explanted device has been returned for evaluation. (B) (4) is filing this MDR to ensure visibility to a revision that occurred as a result of a procedure that utilized a tgs. No evaluation was executed on the tgs involved; indications are the system performed safely and effectively.